Event description:
It was reported that during the set up process at the user facility prior to a surgical procedure the tps universal driver ran without user activation. The procedure was executed using back-up equipment. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the visual exam, the device was found to have corroded sockets and worn bearings. The corrosion in the sockets is a probable cause of overheating.